Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) approximately two months ago. The current charge time (CT) was noted to be 19.7 seconds and the battery voltage was 2.44. It was questioned if the replacement could wait another two months. Technical services (ts) discussed the normal 3 month replacement time and advised going beyond that would be off-label. It was unknown if the device was exhibiting the shortened replacement window (srw) (4/05/2007) advisory behavior. No adverse patient effects were reported.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.